Event description:
Information was received from a consumer regarding a patient with an implantable pump containing unknown drug for spinal pain indications. It was reported that the handset was getting stuck at 90% and will stay there for about 3 minutes before it goes on. Agent walked caller through clearing the data. Patient was not able to find device right away. After repositioning, caller was able to connect to the pump. The troubleshooting steps that were taken on the call resolved the issue.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.